Event description:
The end-user put the strength tape on as directed by packaging and took a shower. The end-user stated when she got out of the shower she felt pinching and took the product off. She stated when she removed the product it tore off the skin on her shoulder and found a blister on front. She stated she is allergic to latex and wording on box led her to believe it was latex free. End-user stated she is making an appointment with a dermatologist. It was also reported that it burned on her chest/neck and inflamed and peeled skin off on arm. She had it on for eight hours. Product is latex free. Msds attached.